Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited foreign material in the lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the foreign material in the lens, the cause was due to ingress or coating of dust, dirt, or other material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.